Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted infusion pump. It was reported about 7 months ago the patient's hcp started having problems filling the pump and told the patient they thought the pump had moved or shifted. No symptoms were reported.